Manufacturer narrative:
(B)(4). Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? For clarification, where it is referenced, ¿when connecting both parts, it got released again,¿ does this refer to the anvil being attached to the trocar on the body of the device? If no, please provide additional clarification. How was the procedure completed?

Event description:
It was reported that during an unknown procedure, when connecting both parts, it got released again. Unknown how case was completed. There were no adverse consequences for the patient. One device was discarded.